Manufacturer narrative:
The full number for the product in question is (B)(4) (1/27/03). Immucor technical support used a remote electronic connection method to assess the instrument test well images on 21oct2014. Additionally, the immucor laboratory tested retention product on 22oct2014 and determined that the retention product performed as expected.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification panel when using capture-r ready indicator red cells on a galileo echo instrument, on (B)(6) 2014.